Event description:
The patient reported she had not charged her ipg for at least 3 years. She also stated the ipg caused her discomfort. No further information is available at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.